Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. However, despite the best screening tools, there might be a narrowing of the vessel which sometimes is not appreciated previously on the CT or angiogram. The minimum required vessel diameter for a 20fr esheath is 7.0mm. This patient¿s access vessel minimum luminal diameter was 7.1x8.3mm with mild calcification and mild tortuosity. In this case, the exact cause of the hematoma cannot be confirmed. Post-procedural angiography of femoral access showed no issues with access or closure devices used. The patient was fully anti-coagulated and transported to recover on vasopressors. There is no evidence this event was related to a malfunction of the esheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
After a transfemoral tavr procedure a CT scan showed a large hematoma in the left abdominal oblique musculature and a small hematoma within the retroperitoneal space and in the groin. At the time of the report, the patient¿s hemoglobin was 8g/dl and was expected to receive blood, but had been taken off pressors.

Manufacturer narrative:
Investigation of this event is ongoing. This is one of two manufacturer reports being submitted for this patient. Please reference related manufacturer report: 2015691-2015-01495.